Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during the vascular diagnosis procedure. The procedure got delayed and it was completed by moving the patient to another room. Philips field service engineer (fse) inspected the system onsite and identified that the f1 and f3 fuses were blown in pdu. Fse replaced the fuses. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment would not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this compliant.